Manufacturer narrative:
Device was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Device had an failed test alarm during self test due to faulty connector on remote frequency board. No unexpected resetting noted. Device had cracked display window corner, scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported her insulin pump has been resetting itself and it is alarming. The device has shut off by itself in the middle of the night. Customer woke up with a blood glucose of 659 mg/dl. Customer has received eight alarms. The issues have been occurring for the past couple of days. Customer's current blood glucose was 64 mg/dl. She treated with breakfast. Customer stated when the device shut off in the middle of the night, it was about five hours after a low battery alert. Customer was advised the device needs to be replaced. Nothing further reported.